Event description:
It was reported that the connector would not attach to the pump until the user removed the cartridge, after which the connector successfully attached and normal use resumed, consistent with a connection or coupling issue involving the infusion set interface. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical attention. Investigation included device operation review and user troubleshooting with education provided remotely. Investigation of this case revealed the connector could attach when the cartridge was not in place, indicating user handling or assembly technique as the likely contributor. It was concluded that the device operated within specifications after proper assembly and that no device malfunction was confirmed.